Manufacturer narrative:
Device remains implanted.

Event description:
On (B)(6) 2015, acufocus inc became aware that a (B)(6) year old, male patient was referred to the (B)(6) hospital due to a suspected infection in the left eye.